Event description:
It was reported the pt has been without external equipment for the past 3 months and as a result was unable to communicate the ipg with either the charger or pt programmer. The sjm representative attempted replacement devices to no avail. Surgical intervention may be undertaken at a future date. Follow-up identified the ipg was explanted and replaced. Postoperative stimulation was effective and the pt is satisfied with the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.